Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, there was no evidence of staples in the stapler. After deploying the stapler, there were no staples present. The tissue cut, and fell apart without any apposition at all. The surgeon performed an endoscopy with no evidence of staples present. The surgeon had to upsize to a larger sized stapler to complete the gastrojejunostomy. The stapler did not contain any staples, and was utilized in the procedure, resulting in an incomplete anastamosis. Bleeding resulted due to the knife cutting the tissue without staples. The tissue donuts were examined and there were no staples present as well. Another endoscopy was performed to evaluate the anastamosis and no staples were found in the gi tract. Therefore, the problem appears to be that the stapler never had staples loaded and resulted in the deployment of the knife blade without stapling of the tissue. He also had to perform a manual purse string, which added time to the case. The second attempt with the larger stapler resulted in having to resect more of the roux limb as well due to the damage caused on the first attempt with the initial stapler.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, there was no evidence of staples in the stapler. After deploying the stapler, there were no staples present. The tissue cut, and fell apart without any apposition at all. The surgeon performed an endoscopy with no evidence of staples present. The surgeon had to upsize to a larger sized stapler to complete the gastrojejunostomy. The stapler did not contain any staples, and was utilized in the procedure, resulting in an incomplete anastamosis. Bleeding resulted due to the knife cutting the tissue without staples. The tissue donuts were examined and there were no staples present as well. Another endoscopy was performed to evaluate the anastamosis and no staples were found in the gi tract. Therefore, the problem appears to be that the stapler never had staples loaded and resulted in the deployment of the knife blade without stapling of the tissue. He also had to perform a manual purse string, which added time to the case. The second attempt with the larger stapler resulted in having to resect more of the roux limb as well due to the damage caused on the first attempt with the initial stapler. The procedure was extended by 45-60 minutes. The patient is doing well post-op.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.